Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4) description: artisan surgical lead, 70cm model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.